Event description:
When a hulka fallopian tube clip was applied, it came out of the applicator and fell into the abdominal cavity. The physician searched the abdomen and was able to grasp and remove the loose clip. No pt consequences were reported. The clip was discarded by the user facility.